Event description:
The pt was enrolled in the program in 2004. Target lesion 1 was identified in the distal rca with 80% stenosis and a 2.7 mm reference vessel diameter. Initially, cutting balloon angioplasty was performed in the mid to distal segment of the rca. Target lesion 1 was treated with predilatation and placement of a 2.75 x 32 mm taxus stent. Residual stenosis was 0% following post-dilatation. Target lesion 2 was identified in the mid rca with 65% diffuse stenosis and a 3.0 mm reference vessel diameter. Target lesion 2 was treated with predilatation and placement of a 3.0 x 32 mm taxus stent. This was overlappind the previously placed taxus stent in the distal vessel. Follow up ivus revealed some proximal narrowing so a 3.0 x 16 mm taxus stent was placed overlapping the second stent. A small proximal dissection required placement of a third taxus stent in this lesion. Final balloon inflations were undertaken and follow up angiography revealed wide patency of the rca with one mid segment of 10-15% residual stenosis. The site of the subtotal occlusion in the distal vessel was now widely patent. The pt was discharged the following day. The pt presented in about 3 months later with pain in their left groin and possible sepsis. Pt had undergone left femoral - popliteal bypass grafting 'a few weeks ago' and had become short of breath and lethargic. The ER physician noted malodorous drainage from their left groin wound. Their left great toe was gangrenous. The pt was admitted and their left groin wound was debrided. However, the pt failed to respond to antibiotics and the wound would not heal. The pt's family requested no further surgical procedures be undertaken and the pt was transferred to a hosp facility the 5th day. Only palliative measures were undertaken as per the pt's family and the pt expired a week later. The immediate cause of death on the death certificate is given as 'gangrene left foot'. An autopsy was not performed. Causality: target vessels involved: no.

Event description:
Clinical study-same case as MFR# 6000089-2004-01278, 01280, 01281. It was reported that 3 months after a coronary drug eluting stenting treatment procedure, the pt expired.